Manufacturer narrative:
Investigation summary: the customer states that a pt received an unnecessary blood transfusion based on low hemoglobin results generated using a cell-dyn 1700 analyzer. The customer did not know if the original sample was drawn from a line or venipuncture. The sample was not repeated prior to reporting results. Analyzer backgrounds and controls were in range. The customer technical advocate (cta) recommended the customer run precision and verify calibration. The customer stated the issue was attributed to specimen collection/mixing/handling and not verifying results by repeating samples. The operator's manual (03h58-001, rev d) repeats a recommendation may times (pages 5-4, 5-8, 5-14, 5-17, 6-9, 6-10, 11-5, 13-9, 13-19, 13-23) that if the instrument is idle for more than 15 minutes, a normal background should be run prior to running controls or pts. The customer was contacted by the cta regarding knowledge of this issue with timing on the cd1700. The customer was unaware of the 15 minutes idle time recommendation. The customer stated the instrument did not usually remain idle for even 15 minutes as they are constantly running samples throughout the day. Cd1700 operator's manual states on page 3-23: a result that falls outside a laboratory action limit can indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a smear review, or notifying a physician. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result. Trending: a review of compliant reports, for the period december 2006 through may 2007, did not indicate any adverse trend for cell-dyn 1700, list base 03h53-01 (which includes 03h57-01) for issues with low plt or low hgb. Labeling: the event is addressed in the cell-dyn 1700 system operator's manual, 03h58-01, rev d: section 3: principles of operation: parameter flagging messages: p. 3-23. Section 5: operating instructions: pp.5-4, 5-8, 5-14, 5-17 section 6: calibration procedures: pp. 6-9, 6-10 section 11: quality control: running controls: pp. 11-5. Section 13: cd 1700 cs-closed sample aspiration: pp. 13-9, 13-19, 13-23. Conclusion: there was no report of pt impact due to the transfusion. The device involved in the incident was evaluated and the instrument performed as expected. Backgrounds and controls were within range. Customer training with regard to specimen mixing/handling and running backgrounds prior to running pt samples when the instrument has been idle resolved the issue. This is the final report. End of report.

Event description:
The customer states that a pt sample generated a hemoglobin value of 8.9 g/dl when using a cell-dyn 1700 cs analyzer. The sample was sent to a reference lab obtaining a hemoglobin value of 10 g/dl (methodology not provided). The pt was given a blood transfusion based on the cell-dyn 1700 cs result with the customer stating that a transfusion would not have been issued for pt with a 10 g/dl hemoglobin level. The customer states that chemotherapy was delayed for this pt with no reason provided. No impact to pt management was reported for the delay in chemotherapy. No further impact to pt management was reported. Additional pt information was requested, but not provided.